Event description:
Through follow-up, the following additional information was received. The surgeon reported an uneventful left eye (os) cataract surgery in conjunction with a trabecular microbypass stent system procedure. Per report, the patient presented postoperatively with a grade IV hyphema, and was not on preoperative or postoperative anticoagulants. The surgeon noted that persistent ocular hypertonicity with hematic tyndall was observed despite cleaning of the anterior chamber (ac), which improved after six (6) weeks. Additionally per report, the patient was treated with medication to manage the elevated intraocular pressure (iop), eye pain, and to help control the bleeding in addition to hypotonic treatment to lower intraocular pressure. The report noted the event as "resolved".

Manufacturer narrative:
Additional information: a1, a2, a3, a6, b2, b5, b6, g2, g3. MFR# reference: (B)(4).

Event description:
It was reported that following a trabecular microbypass stent system procedure, the patient presented with persistent bleeding two (2) months postoperatively, associated with elevated intraocular pressure and a "painful" eye. Additional information has been requested.

Manufacturer narrative:
Additional information: b3: awareness date used as event date. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Hyphema, elevated iop and pain are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Hyphema, elevated iop and pain are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).